Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application had a loss of connection. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 01/03/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4). Please disregard information in the initial MFR (report number 3004753838-2017-05555), as this is a duplicate and has been previously reported on MFR number 3004753838-2017-08271.